Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when a saline-locked peripheral IV line was accessed, about 5 1/2 hours after it had been placed, the extension tubing "split." No infusions had been given through the IV; it had been clamped since it was placed. The user suspects that the split occurred at the location where the clamp had been engaged. Although a small amount of blood leaked, no patient harm was noted.